Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set leaked during infusion. The reporter stated that the leak occurred at the connection between the one-link luer and a non-baxter primary set. To correct the issue, the luer was removed and the device was connected directly to the primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.